Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller unit. The device was evaluated upon receipt. Temperature issue- not cooling. With target 40 °c, in 6 min t1=31,1 °c, t4 remains at 18,5 °c (1,7 l/min, -7psi, circulation pump 46%, mixing pump 0%). With target 4 °c, immediately after t4=28°c and after 30 min t1 = 22 °c, t4 = 22 °c (1,7 l/min, -7 psi, circulation pump 46%, mixing pump 100%, heater 0%). The compressor is on, the chiller pump and the fan too (all are clean). Chiller issue. Chiller has been replaced. Filling tube damaged. Replaced fill tube. As5000 system passed all tests, is functioning properly and is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The initial reporter phone number that is available is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the arctic sun device had temperature issue- not cooling. Per follow up information received via email on (B)(6) 2024, device has been sent in the bd facility. Device issue not yet resolved, in transit with the carrier. Therapy delivered with another device available in the hospital. Patient involved without impact. Per sample evaluation results received on 03oct2024, it was reported that fill tube was damaged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the arctic sun device had temperature issue- not cooling. Per follow up information received via email on (B)(6) 2024, device has been sent in the bd facility. Device issue not yet resolved, in transit with the carrier. Therapy delivered with an other device available in the hospital. Patient involved without impact.